Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, a follow-up of the pacemaker involved in this MDR report was performed during an admittance at the hospital for short of breath, cough and fever. It was observed absence of pacing, sensing and abnormal lead impedances. A revision was then performed; the leads were tested and found in normal range. The pacemaker was reconnected; however, the same issue was observed. The device was not kept implanted and returned for analysis. A new device was connected to the leads and the lead impedances were within normal range.